Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield swivel adaptor (a1018) was returned for evaluation. The reported complaint was confirmed from the evaluation. The swivel sleeve is seized onto the swivel body. The evaluation showed that the teeth are worn on the swivel sleeve. The nylon washers and the retaining rings are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3004608878-2021-00406. A facility reported that a1018 mayfield swivel adaptor does not swivel. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.